Event description:
It was reported that, during a real intelligence cori assisted tha surgery, the system was turned on, the hip module allowed user data entry, and the surgery began. The surgeon took all the required steps, taking all the care and caution to correctly fix the pins and the piece that remains in the user's thigh. All points were recorded, but after the acetabular fossa was recorded, the system again requested the marking with the l5 pointer and this point was never correctly assumed by cori. When it came to checking limb length and offset, the system also never gave a reading despite several attempts. In this procedure, cori ended up not giving values ¿¿for either the acetabulum or the femoral part. During the procedure one of the cori camera lights was red (also send the picture). After more than 10 attempts, the surgeon proceeded with the surgery by using a different surgical technique without using cori for the acetabulum. There was a non-significant delay, and no complications were reported as a result.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation. Therefore, a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software and technical support team. The reported problem was confirmed. A series of plausibility checks were triggered during this case, two during landmark registration and one leg length and offset measurement during trialing. Plausibility checks are implemented in the hip sw to prevented cori from calculating an invalid/inaccurate pelvic reference frame with a less-than-ideal as input. The software works as intended and there is no indication of a systematic software issue. A complaint history review was performed by part number and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problems were confirmed through a visual inspection and a log file review, a definitive cause could not be determined. Factors contributing to the reported problem may be associated with user technique/variance. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.